Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 5.8, lab: 2.4. Inratio meter reading and lab results were within 3 hours apart.